Event description:
The patient reportedly experiencing sound quality and intermittency issues with her device. Testing of the device showed out of range impedances. Surgery to explant the patient's device has been scheduled.